Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders, reservoir and two detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation surrounded by abrasion on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Partial separations surrounded by abrasion were noted on both exhaust tubes of the pump, exhaust tubes of both cylinders and shorter detached inlet tube. Testing revealed these to not be sites of leakage. Abrasion was also noted on the inlet tube of the pump. Two groups of partial separations, indicating contact with unshod instrumentation, were noted on the longer detached inlet tube. No functional abnormalities were noted with the pump, reservoir, cylinder 1 or either detached inlet tubes. Based on previous quality simulations and examination of the returned product, quality concluded that the abrasion marks noted on all tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the exhaust tube of cylinder 2 to abrade enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.